Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had received assistance from her doctor or a manufacturer's representative and her concerns were resolved.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that she participated in a sleep study about 1.5 weeks ago, and since then has felt constant nausea. The patient further stated that she had "an unusual feeling on the right side of her waist area" before the sleep study. The physician told her that "everything was okay with her system" and he turned up her device about 2 weeks ago. It was noted that the patient's nauseated feeling and trouble eating had lasted for the past 1.5 weeks. The patient stated that she was taking the drug domperidone, to help with stomach emptying and she was also taking fergon. The patient stated that she has a scheduled appointment with her doctor. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.